Event description:
The reporter indicated that it was impossible to communicate with the pacer using a rx5000 or a rx2000 programmer. When trying to inquire, a screen message appeared stating "wand to far from device, telemetry may be on-apply a magnet, etc." The wand was moved and the magnet was applied, but it did not help. Transmit and receive gain parameters were increased; status remained at no signal. Further event description of this event is on page 3 of this form.